Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that there was a general wear out on the drill attachment device. It was further determined that the adaptor did not have a visible reference and lot. It was observed that the device showed wear and tear of the internal components. It was further determined during the pre-repair diagnostics assessment that the device failed for verify the physical state of the equipment, normal working: connect part ref 05.001.080 and operate the starting knob and for verify undesired oscillations. It was noted on the service order that the adaptor showed wear and tear, the part reference and lot were not visible, and the device showed wear and tear of the internal parts. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.